Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the x-position calibration was out of specification for the tip wipe in the reported problem area of the pipette assembly. The instrument was recalibrated, inspected, tested without further problem, and returned to service.